Event description:
Info received that the siderail would not latch. No injury alleged.

Manufacturer narrative:
Technician found that the right siderail latching assembly was dirty and would not latch. Sprayed hospital cleaning solution on rt ft siderail latching assembly to resolve this issue. Bed located in bed shop.